Event description:
The customer reported that he had a site infection six months ago. The customer stated that he was treated by his doctor, and then he went to the emergency room to be treated. The customer stated that does not remember how long the sensor was in, or how he prepared the area. The customer stated that he did shave. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.